Manufacturer narrative:
The reason for this revision surgery, the agent reported (the gold handle inch impactor top fracture off from the handle when trying to remove the punch the weld broke. Male, 56). This event occurred during surgery, near the patient. No response was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. Pieces were left in the patient. The agent was present during surgery and was able to source a suitable replacement device. The instrument was returned to djo and after further examination, the tip of the impactor broke. A review of 801-05-018 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed 4 previous complaints but there were no indications that this instrument has a design or material deficiency. S303- broke/cracked/damaged,4. The root cause of this complaint is likely attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure - part lef in patient.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.